Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to user error. Customer's blood glucose level was 317 mg/dl. Cartridge changes were performed resolving the issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged cart pigtail and luer issue was verified; however, based on the analysis, the alleged high bg issue could not be verified. The information will be used for tracking and trending purposes.